Event description:
It was reported that the patient experienced syncope and there was an increased threshold on the right ventricular (rv) lead. The rv lead was explanted and replaced. After placing the new rv lead, the doctor tried to insert the lead into the rv port the device header, but the device would not capture after the doctor tightened down the set screw. A set screw issue was suspected. The doctor finally decided to go with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. The returned device indicated a set screw with a rounded socket. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.